Manufacturer narrative:
(B)(6). Investigation summary: one photo was received by our quality team for evaluation. From the photo, a damaged catheter tip was observed. A review of the internal manufacturing device records and raw material history files for the reported lot numbers was performed and no recorded quality problems or rejections to this incident were found. There is a 100% online lie distance inspection in the assembly line and will reject any parts that fail the lie distance inspection. Investigation conclusion: this incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends. Root cause description: as no sample was received, the root cause could not be established. Rationale: actual sample was not returned for investigation. The complaint trend will continued to be tracked and monitored.

Event description:
It was reported that arterial cannula 20g/45mm was damaged. The following information was provided by the initial reporter: the patient was planned to undergo an arterial puncture catheter and invasive blood pressure monitoring; after removing the puncture needle, the handle and tip of the indwelling needle were found to be rough with burrs, and a new arterial indwelling needle was immediately replaced for the patient to continue the puncture.